Event description:
A video cart was being repositioned closer to a draped pt, when the bolt holding the left front caster snapped, sending the caster flying. The cart tipped and fell forward. It was caught by a staff member who pivoted the cart away from the pt and, with assistance, lowered the cart to the floor. One staff member received a small laceration on his left finger and bruise/abrasion on his left thumb, and a pulled left shoulder, as well as a contusion on the right ankle and back strain. A second staff member received an abrasion on his inner forearm.this info was submitted as follow-up 2/23/95: besides replacing the original casters in 1/95, the co plans to replace the bolts with an aviation grade bolt and also replace all of the casters with locking wheels. Rptr expects to receive them by 2/17/95.